Manufacturer narrative:
D2a - common device name: additional names: exd irrigator, ostomy. D2b - procode: additional product codes: exd. E3 - occupation: primary investigator. H3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a chait percutaneous cecostomy catheter leaked. The patient's first cecostomy catheter was placed on (B)(6) 2019. The chait device was placed on (B)(6) 2020 during a routine exchange procedure. The device was placed related to severe chronic constipation, neuropathic bowel, and spina bifida. During the procedure, fluoroscopy image guidance was used to place the catheter percutaneously in the cecum. The procedure and initial bowel evacuation were successful. No device deficiencies or adverse events were identified during the procedure. A polyethylene glycol 3350 with electrolyte solution was instilled throughout the duration the chait remained in place. On (B)(6) 2020 (15 days post-procedure), the chait tube was partially dislodged and leaking. As a result, the device was removed and replaced on the same day with a second chait percutaneous cecostomy catheter. The second chait catheter is not included in the study. The patient had a follow-up visit on (B)(6) 2020 which noted the replacement performed on (B)(6) 2020. The site also noted that the patient experienced an improvement of symptoms after device placement. On (B)(6) 2020 the second chait catheter experienced leakage and the button was out/dislodged. As a result, an additional procedure in interventional radiology was required to replace the device. An additional follow-up assessment was performed on (B)(6) 2021 which noted the replacement procedure on (B)(6) 2020. No other adverse events were reported. This report will capture the second chait catheter. The first chait catheter included in the study was captured in report # 1820334-2025-00687.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that a chait percutaneous cecostomy catheter dislodged. The patient was a 14-year-old male with a surgical history of cecostomy tube placement, inguinal hernia repair, bladder neck augmentation and neck closure, and myelomeningocele repair. The patient's first cecostomy catheter was placed on (B)(6) 2019. The chait device was placed on (B)(6) 2020 during a routine exchange procedure. The device was placed related to severe chronic constipation, neuropathic bowel, and spina bifida. During the procedure, fluoroscopy image guidance was used to place the catheter percutaneously in the cecum. The procedure and initial bowel evacuation were successful. No device deficiencies or adverse events were identified during the procedure. A polyethylene glycol 3350 with electrolyte solution was instilled throughout the duration the chait remained in place. On (B)(6) 2020 (15 days post-procedure), the chait tube was partially dislodged and leaking. As a result, the device was removed and replaced on the same day. The patient had a follow-up visit on (B)(6) 2020 which noted the replacement performed on (B)(6) 2020. The site also noted that the patient experienced an improvement of symptoms after device placement. An additional follow-up assessment was performed on (B)(6) 2021. It was noted that an exchange procedure related to device and button dislodgement was performed on (B)(6) 2020. However, this is likely related to the device placed on (B)(6) 2020. No other adverse events were reported. This report will capture the second chait catheter. The first chait catheter is captured under manufacturer report reference # 1820334-2025-00687. Reviews of documentation including instructions for use (IFU) and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search for this customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling.the instructions for use (IFU) [t_tdcs_rev7] supplied with the complaint rpn was reviewed for information related to the reported failure mode. The IFU states: ¿intended use the chait trapdoor cecostomy catheter is intended to instill fluids through a cecostomy into the colon to promote evacuation of the contents of the lower bowel through the anus, and is intended to be an aid in the management of fecal incontinence. The catheter is placed and maintained in a percutaneously prepared opening, such as a cecostomy. Contraindications previous abdominal surgical procedures. Precautions. Instruct patient to read and understand the patient guide titled ¿caring for your temporary & chait trapdoor cecostomy catheters¿ prior to initial catheter introduction. For tract lengths between 6 and 14 cm, see sizing recommendations for appropriate size. If cecostomy tract is greater than 14 cm, a multipurpose drainage catheter should be used. Pre-placement recommendations placement of the chait trapdoor cecostomy catheter is a two-step procedure. Initially, a temporary loop retention drainage catheter is percutaneously placed into the cecum and maintained while the tract matures. Note: after appropriate tract maturation, the temporary drainage catheter should be removed and replaced with the chait trapdoor cecostomy catheter. (This will be approximately 6 weeks after initial procedure).¿ based on the information provided, no product returned, and the results of the investigation, cook was not able to establish a definitive cause for this event. It is possible that scar tissue from past abdominal surgeries placed tension on the device or interfered with anchoring of the chait tube. No information of patient activity is known. It is possible that the device may have been caught on clothing, bedding, etc. It is possible that accidental traction/force may have been placed on the device. However, without additional information, these possibilities cannot be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.